Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem was confirmed. The cause of the problem was incomplete reprogramming from base unit (bottom interconnect board) to top unit (main board) by the customer. A software upgrade was performed to solve the problem. The device then passed all functional tests after the repair.

Event description:
It was reported that the device would not power off and would not stop beeping. There was no patient involvement